Manufacturer narrative:
(B)(4) initial report: additional information, including post primary and pre revision x-rays and an update on the patient post revision has been requested in order to progress with the investigation of this event and if received will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the trinity cup, ceramic liner and ceramic head after approximately 3 years 6 months due to misalignment. Please note: the trinity biolox delta ceramic liner associated with this event report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Event description:
Trinity revision of the trinity cup, ceramic liner and ceramic head after approximately 3 years 6 months due to misalignment. Please note: the trinity biolox delta ceramic liner associated with this event report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per -5192 final report. Additional information including operative notes and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. All parts associated with these records were cleaned, packaged and sterilised to the correct specifications at the time of manufacture. It was reported that during the revision the head offset was changed and the liner was changed to a poly instead of ceramic. Based on the available information, no further investigation can be conducted and the root cause could not be determined. However, based on comments from the reporter about the devices used in the revision procedure it is possible that implant selection / positioning during the primary procedure may have contributed to this event. This case is now considered closed, however, should additional information be provided then this case may be re-opened for further investigation please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.